Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. A conclusive cause for the reported suture malposition and skin prolapse (needle pinched the tissue or the skin rolled in) could not be determined. Factors that contribute to suture malposition may include, but are not limited to, interaction with the patient anatomy or friable femoral vessel. A conclusive cause for the reported patient effect of prolapse and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.na

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a neuro intervention procedure, with a 6fr sheath. Reportedly, when trimming the sutures after deploying prostyle, it appeared that the needle pinched the tissue, or the skin rolled in. There was no treatment/intervention for this issue. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.